Manufacturer narrative:
Citation: li, y. Md et al. Acute myocardial infarction as the initial manifestation of delayed bioprosthesis thrombosis after transcatheter aortic valve replacement. Heart, lung and circulation (2017) nov 14. Pii: s1443-9506(17)31491-9 doi 10.1016/j.hlc.2017.10.026 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review that an (B)(6) -year-old male patient implanted with a corevalve transcatheter bioprosthetic aortic valve, presented with intermittent chest discomfort three years after the implant. An angiography (cta) indicated a thrombus located on the non-coronary sinus (extending into the non-coronary cusp of bioprosthesis) and right coronary sinus of valsalva. Coronary angiography confirmed an occlusion in the ostium of right coronary artery and the collateral branch from left anterior descending artery into right coronary artery. A percutaneous coronary intervention (pci) was attempted, but was unsuccessful. Three weeks of anticoagulation was prescribed, and the thrombus resolved. No adverse patient effects were reported.